Event description:
Co2 testing was performed, which demonstrated an intact cavity. During this time, ablation was interrupted at 23 seconds for required repositioning/array check. The steps displayed on the novasure device for how to reset the supply failed to correct the problem. The novasure was removed.